Manufacturer narrative:
Manufacturer's investigation conclusion: the reported event of fluid ingress on the backup battery ribbon cable was confirmed via evaluation of the returned heartmate 3 system controller. The returned system controller, serial number (B)(6), was observed to have green fluid on its backup battery, ribbon cable, and internal label upon arrival. The system controller was functionally tested and operated a mock loop as intended throughout all testing despite the fluid. The system controller was opened and inspected at a component level, and fluid ingress was observed throughout the interior of the system controller and power cables. The submitted log files did not capture any atypical events, and the system operated as intended on the reported event date. A root cause for the reported event was not conclusively determined through this analysis. The device history records were reviewed and the records reveals that the heartmate 3 system controller, serial number (B)(6), was manufactured in accordance with manufacturing and qa specifications. The heartmate 3 instruction for use (rev. A) was available for use at the time of the event. Section 2, entitled ¿system operations¿, instructs the user to not submerge the system controller in water or liquid and to keep the system controller power cables away from any liquid as well. The heartmate 3 patient handbook (rev. D) which was available for use at the time of the event, cautions the users to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. No further information was provided. The manufacturer is closing the file on this event.

Event description:
It was reported that the patient's system controller backup battery (ebb) was expiring in five months so the ebb was exchanged. Upon opening the system controller to expose the battery, there was a green sticky substance all over the ribbon attachment that connects into the battery. The system controller was replaced. Log files submitted for a review and contained clusters of pulsatility index events as well as routine power source changes. No ebb faults or any other unusual alarms were seen in the log.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is complete.